Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.